Manufacturer narrative:
Complete information for patient information. Patient identifier = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect tsh results on one patient. The results provided were: on (B)(6) 2022 (B)(6), initial=3.264 uiu/ml /repeated on architect isr61117=3.005 uiu/ml /on roche=21.70 uiu/ml. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of architect tsh reagent lot number 40382ud00. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. The ticket search by lot indicates that the reagent lot performs as expected for this product. In-house testing was performed with a retained kit of lot 40382ud00. All specifications were met indicating the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect tsh, reagent lot 40382ud00.